Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01590. It was reported that inadequate stent apposition occurred. The 75% stenosed target lesion with fibrous plaque was located in the mildly tortuous and non-calcified distal right coronary artery. A 2.25mmx38mm synergy¿ drug-eluting stent was deployed and during removal of the stent delivery system balloon, resistance was encountered. When the guidewire came out during balloon removal, the stent was repositioned. Angiography was performed and revealed that the middle part of the deployed stent did not expand fully. An optical coherence tomography (oct) catheter and an intravenous ultrasound (ivus) catheter was unable to cross. The guidewire was again inserted and a 2.25×15 non-bsc balloon catheter was advanced to dilate the middle part of the stent, however, the balloon ruptured. A 2.25mmx12mm nc emerge balloon catheter was used, but it also ruptured. A 2mm balloon catheter was advanced and the lesion was successfully dilated at 13 atmospheres. The procedure was completed with performing oct and ivus. No patient complications were reported and the patient's status was good.